Event description:
During procedure the dr tried to implant but was unsuccessful and the implant was put aside, another opened and the surgical procedure was successful. After the procedure the device was looked at and a bent tip was discovered.